Manufacturer narrative:
(B)(4). Date sent: 7/1/2025, b3: publication year of 2016. D4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA-014204. Additional information was requested and the following was obtained: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. The article states ¿extreme blood loss.¿ what dos that mean? How much blood was lost? Did the patient require an intervention? What was done to treat the amount of blood loss? How is the patient doing now? I am unable to respond to this email without further detail. Our article was published over 3 years ago and the study was conducted 7 years ago. The details you are requesting may no longer be available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: harmonic scalpel impact on blood loss and operating time in major head and neck surgery: a randomized clinical trial. Author: dieter k. Fritz, t. Wayne matthews, shamir p. Chandarana, steven c. Nakoneshny2 and joseph c. Dort. Citation: fritz et al. Journal of otolaryngology - head and neck surgery (2016) 45:58; doi 10.1186/s40463-016-0173-z. The purpose of this prospective study was to evaluate the impact of using the harmonic scalpel (hs) on operating time and blood loss in patients undergoing resection for advanced oral cancer (oscc). Between july 2012 and september 2014, 34 patients presenting with a diagnosis of oscc were included in study. The patients were divided into two group: 17 patients (male=9, female=8; mean age=62 ± 12.9; mean bmi= 25.2 ± 1.4) were under traditional surgery group and 17 patients (male=11, female=6; mean age=61 ± 9.2; mean bmi= 25.7 ± 0.8) were under hs group. At the time of surgery in hs group, the harmonic focus hand piece (ethicon) was used to perform the surgical resection. Reported complication included extreme blood loss (n=2). In conclusion, the study is the first randomized trial to evaluate the harmonic scalpel in the treatment of advanced oscc. Despite the clinical impression, they did not find significant differences in or time or blood loss between the 2 treatment groups.